Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The target lesion was located in the superficial femoral artery. After placing a guide wire, a 4.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of mustang¿ balloon catheter. A visual examination of the returned device identified a longitudinal tear in the balloon. The tear stretched from the proximal to the distal transition zone in the balloon. A visual and microscopic examination found no damage to the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The target lesion was located in the superficial femoral artery. After placing a guide wire, a 4.0 x 20, 75cm mustang¿ balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a sterling balloon catheter. No patient complications were reported.